Event description:
It was reported the patient's blood glucose rose to 25 mmol/l (450 mg/dl). The pod was worn on the patient's arm for between 5 and 24 hours.

Manufacturer narrative:
A tear on the unexposed portion of the cannula diverted fluid from the fluid path into the device, causing an insulin delivery failure. The fluid within the device caused corrosion and prevented recovery of the data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.